Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was described as touch contamination. The patient was hospitalized for the peritonitis and was first treated with unspecified antibiotics intraperitoneally (dose and frequency not reported). The catheter was later removed and the patient was temporarily placed on hemodialysis therapy. At that time, the patient was switched to intravenous antibiotics (dose and frequency not reported). The hemodialysis treatment was ongoing, until the patient meets with a surgeon and gets the pd catheter placed. The patient had been discharged from the hospital and they were reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.